Manufacturer narrative:
The insulin pump had an unexpected white flashing display followed by an unexpected intermittent alarm due to a cracked liquid crystal display controller. The functional testing could not be performed due to the display anomaly. The insulin pump was received with minor scratches on the display window, case, and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose at time of incident was 12.9mmol/l. Customer stated that critical pump error image was displayed on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.